Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient felt vibratory notifier. Upon interrogation, the implantable cardioverter defibrillator was in back-up vvi mode. The device was restored to normal settings. The asymptomatic patient was stable before, during, and after the intervention.